Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard ptfe pledgets graft was returned for evaluation. During visual evaluation, no evidence of breach of sterile barrier was observed. Under microscopic observation pledgets grafts were noted to have string like fibers and unknown charred material. Therefore, the investigation is confirmed for the reported contamination issue. A definitive root cause for the contamination issue could not be determined based upon the provided information. Labeling review: the instructions for use included in this product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. The directions for use, indications, contraindications, and precautions are adequate and clearly stated in this instructions for use. Instructions for use precautions warns that the product is sterile, unless the package is opened or damaged. Single use only. The review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2025), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the sterilized package was opened, a foreign material such as lint and charred matter were allegedly found in the package. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 03/2025).

Event description:
It was reported that when the sterilized package was opened, a foreign material such as lint and charred matter were allegedly found in the package. There was no reported patient contact.